Event description:
It was reported by the paramedics that the ventilator was not delivering an adequate amount of air with an audible alarm. The paramedic noticed the patient had no chest rise. The patient was disconnected from the ventilator and was manually ventilated. The rt confirmed the ventilator was not "moving air." An outside service group tested the ventilator and was unable to duplicate the reported problem. The service tech stated that the ventilator works fine.